Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received this scs system consisting of an ipg, paddle lead, and lead extension on (B)(6) 2008. It was reported that the following day the lead showed invalid impedances on all contacts and there was no stimulation. An x-ray showed that the lead had not moved and the connections between the lead and extension, and between the extension and ipg were intact. The physician did not observe scar tissue at the implant site that could have contributed to the problem. In addition, the programmer would not communicate with the ipg. The pt had a second, existing ipg that communicated fine with the same programmer. The ipg was replaced on (B)(6) 2008. It was reported that the explanted ipg would not communicate outside the pt's pocket. The hosp kept the explanted ipg and it was not returned to ans for analysis.